Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting noisy electrograms, oversensing, inappropriate shock, and pacing inhibition at the end of the device's charging sequence.